Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had frozen display as well as multiple pump error alarm. Customer¿s blood glucose level was unknown at the time of incident the insulin pump will be returned be for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches. No unexpected frozen screen, dark medtronic display anomaly, motor error, the main arm cannot communicate with the motor arm, hal software error detected, trace pointers are invalid, post-reset ram crc alarm or history pointers failed noted during testing. Insulin pump was returned for hal software error detected. History file analysis confirmed hal software error detected due to software error. All button function properly. No damage noted on the keypad traces. During visual inspection, found the j1 keypad connector on electrical board was properly locked. The motor was tested outside of the unit and passed. Device had minor scratched display window, missing display window cover, scratched case, faded serial number label and a pillowing keypad overlay.